Event description:
The external pulse generator which was returned for its annual test and calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis it was determined that the battery release and side bail covers were contaminated and were therefore replaced and that the ring bail was bent, it was also replaced. (B)(4).